Event description:
The customer reported a 2 hour infusion of campath 30 mg finished 30 minutes early in the ambulatory oncology center. The infusion was set at a rate of 55 mls/hr over 2 hours; vtbi was 111 mls. Upon completion the vtbi was 74 mls. Ther was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.